Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after a time using the fiber, there was no effective vaporization, as if the fiber had fractured, therefore, the fiber was removed and checked. Fiber use is attempted again without success, so the fiber is exchanged. The procedure was completed with the new fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after a time using the fiber, there was no effective vaporization, as if the fiber had fractured, therefore, the fiber was removed and checked. Fiber use is attempted again without success, so the fiber was changed. The procedure was completed with the new fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available the cause that contributed to the reported event cannot be established.